Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they met with their rep and restarted the stimulation. The issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset message and therapy had stopped due to the power on reset. The patient was getting a call your doctor icon with the power on reset message and it was confirmed it was a warning power on reset. The code could not be cleared and the patient was directed to their healthcare provider to have the device interrogated. The indication for use was failed back surgery syndrome.